Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a dislodged lcd cable.

Manufacturer narrative:
(B)(4). The suspect component was returned to vyaire medical for evaluation. The evaluation is currently pending and a supplemental report will be submitted once completed.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen stays blank on startup intermittently. The customer stated there was no patient involvement associated with this event.